Event description:
Customer reports that insulin pump reset itself a few times. Customer's blood glucose was unknown. During troubleshooting for reset alarm, it was found that insulin pump was stored for one year without a battery. Alarm history also showed a reset, unexpected restart alarm, (B)(6) anomaly alarm, signal too low alarm, and a battery out limit alarm. Customer was assisted in programming pump. Customer was advised to monitor insulin pump and to call back should issue persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.